Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose level. The customer¿s blood glucose level was 54 mg/. Customer also reported that the insulin pump had a broken force sensor was detected during seating or regular delivery error. There was crack at the right side all the way to the back of the battery compartment. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error (open book image) and unable to download due to corroded electronic assembly.the motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unable to verify pump error 35 due to download anomaly. The test p-cap and reservoir does lock in place in the reservoir compartment.